Manufacturer narrative:
The device was returned to olympus, and is pending investigation. The device will be forwarded to an off-site independent laboratory for microbial testing. As part of our investigation into this report, olympus offered an on-site visit with an olympus representative to observe the facility's reprocessing practices and to provide reprocessing training if necessary, but the user facility has declined the offer at this time. The cause of the reported event cannot be determined at this time. If additional information is received at a later time, this report will be updated.

Event description:
Olympus was informed that a patient developed a carbapenemase-producing enterobacteriaceae (cpe) infection after undergoing an endoscopic ultrasound and endoscopic retrograde cholangiopancreatography procedure, using a duodenovideoscope and a gastrointestinal scope. It was reported that prior to the procedure the patient was very ill. The patient was admitted to the ICU and remains hospitalized. Additionally, the user facility reported that the tjf-q180v was cultured and showed there was no cpe detected by modular methods. The patient is cpe resistant by other means other than the instrument/endoscope. It was reported that the gastrointestinal was not cultured. This is 1 of 2 reports.

Manufacturer narrative:
The device was sent to an independent laboratory for microbial testing. The device tested positive for the following microorganisms: acinetobacter junii, microbacterium hydrothermal, staphylococcus pasteuri and other unspecified microbacterium species. The device was eto sterilized and then returned to olympus for evaluation. The biopsy channel was inspected with olympus boroscope and found several brownish stains along the interior wall. A microscopic inspection was performed on the distal end of the device and found several locations with a brownish fluid-like residue on the white c-body. A foreign residue was also noted to be attached to the k-wire. The suction channel was also inspected with no anomalies found. The scope passed the leak test. The exact cause for the positive culture and the brown stain noted inside the channel could not be determined; however, improper reprocessing can attribute to this type of observation. The instruction manual warns users ¿after using this instrument, reprocess and store it according to the instructions given in this manual. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage, or reduce performance.¿

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from itx to odg.